Manufacturer narrative:
(B)(4).

Event description:
The dxh instrument power stopped suddenly to analyzer and workstation. The operator reported an electrical burning smell after incident. Ups had gone off-line with battery icon indicating a battery failure. The instrument will not initialize after a compressor failure and was powered down. The customer did not need a fire extinguisher, or to call the fire department. There was no report of any patient results being affected by this customer complaint. No effect to user. No death or serious injury is associated with this cf. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found the uninterrupted power supply (ups) was problem and replaced the ups. The root cause is a defective uninterrupted power supply (ups). The dxh800 is listed by csa-international as compliant to: (B)(4).